Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm® volbella® with lidocaine in the tear trough and juvéderm¿ voluma¿ with lidocaine in the lower face/chin 3 months later. Patient developed delayed onset of nodules 4ml in size; patient also developed inflammation and nodules in the lower face and tear trough area. Date of symptom onset is unknown. Hcp reported, ¿so far, have hyalinised 3 tiimes.¿ no further information was provided. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00899 (allergan complaint # (B)(4)). This is the first MDR submitted for the second suspect product, juvéderm¿ voluma¿ with lidocaine.